Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8362602. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8362602. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8372331.

Event description:
Related manufacturer report number: 1627487-2022-05523. It was reported that the patient's ipg pocket was full of fluid and has clear fluid dripping from the insertion site of one of the drg leads on the left side of the patient's body.  The patient was given antibiotics, and had their surgeon revise the lead insertion hole, but the issue persisted. As a result, the patient's system was explanted and the patient was given antibiotics.

Event description:
Additional information received indicates that the patient had an infection which had cleared up.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.